Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient via manufacturer representative reports battery feels like it is ¿skipping¿. No external or patient factors were known to have contributed to the issue. Multiple impedance checks were done and the issue is not resolved at the time of the report. Additional information clarified that the issue was a stimulation concern. No cause was determined and the issue had not been resolved.